Event description:
It was reported that during an unknown spinal surgery, a patient experienced an allergic reaction to the gelatin found in floseal. The cause of the allergic reaction was reported to be due to the patient¿s allergies to bovine in the gelatin. The severity of the allergic reaction was not further specified. Treatment for the event was not reported. Patient outcome was not reported. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Agarwal, niti s., md, collette spalding, md, and mervat nassef, md. "Life-threatening intraoperative anaphylaxis to gelatin in floseal during pediatric spinal surgery." The journal of allergy and clinical immunology: in practice 3.1 (2014): 110-11. Should additional relevant information become available, a supplemental report will be submitted.